Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, he lens was scratched. Hence the lens was removed and replaced with another lens in the same procedure. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is pressed against and between two posts in the lens case. The optic has been crushed on top of the posts causing the lens to be split and broken. A crack is observed on the center of the optic on the anterior surface. The crack may be interpreted as the reported scratch. Qualified associated products were indicated. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).